Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the cutter did not pass the cut test. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the cutter failed the mesh test cut acceptance criteria due to an incomplete cut; however, the repair was not completed because the unit was scrapped and replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00011-1. 0001526350-2023-00013-1. 0001526350-2023-00014-1.

Event description:
No additional information is available regarding this event.